Event description:
The compliant was reported by a customer from the USA. Unspecified issue.

Event description:
The compliant was reported by a customer from the USA. Unspecified issue.

Event description:
The compliant was reported by a customer from the USA. Unspecified issue.